Event description:
Lcp-condyl-plate broke post-op.

Manufacturer narrative:
Investigation is ongoing. Subject device was received and has begun the investigation process. No conclusion can be drawn at this time.